Event description:
The salute fixation device is intended for fixation of prosthetic material. The device related to this report was used in two procedures, an open inguinal hernia repair, and a laparoscopic ventral hernia repair. The onux sales rep reported that in both cases an individual coil deployment resulted in a malformed, open construct. The constructs were removed, the device was continued to be used, and there were no further incidents in either case. There was no patient injury. Once the product was returned and evaluated on 01/09/2003, onux became aware that the product malfunction could result in patient injury, due to the potential for straight wire deployment.